Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Troubleshooting actions showed a problem with the suite pc. The fse replaced the suite pc, reinstalled the software and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was not booting up after performing a reboot of the system. No harm to the patient or user was reported. Philips has started an investigation of the complaint.